Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was admitted to the emergency room (ER) with elevated blood glucose (bg) above 500 mg/dl. Customer could not recall what treatment was received. Cause for elevated bg was unknown. The customer was in the ER overnight and released in stable condition with bg in 200 mg/dl range.